Manufacturer narrative:
(B)(4): the customer reported that the unit goes into a beeping mode and no functions work after that point. The customer indicated that when this happens they cannot turn the device on at all. Additionally, the customer reported that 30 minutes to one hr later the unit will start working again all on its own. The device was evaluated at philips. The reported symptoms could not be duplicated. We are considering this a malfunction but we cannot determine the cause because the reported symptoms could not be duplicated.

Event description:
The customer reported that the unit goes into a beeping mode and no functions work after that point. The customer indicated that when this happens they cannot turn the device on at all. Additionally, the customer reported that 30 minutes to one hr later the unit will start working again all on its own.